Event description:
It was reported that the recharger screen was unresponsive and it was suspected that the implanted device was overdischarged. It was noted that the patient had not charged in 3 months prior to the report and stopped feeling stimulation about 3 months prior to the report. It was also noted that in the past it would take 6 hours to fully charge. A manufacture representative reportedly tried to start the patient¿s device with the representative¿s recharger and the patient¿s recharge and both did not work. The representative also reportedly tried to trickle charge the patient¿s device and that would not work. The representative was contacted and reported that the recharger screen was blank and would not connect. The representative was concerned that the implanted device may be depleted and that this may not be the first overdischarge. Additional information received reported the patient had their implantable neurostimulator (ins) and lead replaced two weeks prior to the report. The reporter stated the ins could not be recharged 3 months ago. Additional information received reported the patient¿s ins was replaced due to the patient not recharging their ins.

Event description:
It was reported one of the patient¿s leads went bad.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).